Manufacturer narrative:
Additional information (25-oct-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Quality control was in range and no issues were noted with other patient samples indicating that the dimension exl 200 and the human chorionic gonadotropin (hcg) assay were performing acceptably. The event was an isolated single occurrence. The cause of the event is unknown. A potential product issue has not been identified. Section h6 has been updated to reflect siemens' investigation. Initial MDR 2517506-2022-00243 was filed on 13-sep-2022.

Event description:
A discordant falsely depressed human chorionic gonadotropin (hcg) patient sample result was obtained on a dimension exl 200 system. The result was reported to the physician(s). The same patient sample was reprocessed on the same system and a higher result was obtained and considered correct. A corrected report was issued. The patient was admitted based upon the falsely depressed hcg result. There were no known reports of unnecessary treatment or adverse health consequences due to the falsely depressed hcg result or the hospital admission.

Manufacturer narrative:
An outside of united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed human chorionic gonadotropin (hcg) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.